Manufacturer narrative:
UDI: (B)(4). Investigation summary: according to the information provided, it was reported that the shaver was not working. The complaint unit was received at the service center and evaluated. Per service manual operational and diagnostic, the reported failure was confirmed. During evaluation, a broken door was found on the shaver, which precludes the device to function as intended. The repair and testing of the unit was completed using spare parts per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. The possible root cause for the reported failure can be attributed to a rough handling by the user, however it cannot be conclusively affirmed. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. At this time, no corrective action is required, and no further action is warranted, as the device was repaired and is fully functional. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field.

Event description:
It was reported by the sales rep via phone that the 4580 fms duo+ pump/shaver combo was not working. During in-house engineering evaluation, it was determined that the device had a broken door, which precludes the device to function as intended. Another device was used to complete the procedure. No patient consequences or surgical delay reported. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.